Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The troponin t reagent lot number was 79515702 with an expiration date of 30-sep-2025. Calibration was last performed on (B)(6) 2024 with acceptable results. There were "abnormal low signal" and synchronization errors observed on the alarm trace data. The field service engineer (fse) found a leak in the preclean tubing and the standby preclean bottle was leaking. The prewash syringe valve was staying open causing water to leak back into the prewash bottles. The fse replaced all the valves in the prewash assembly and replaced the printed circuit board. A successful reagent prime and instrument check were completed. The service actions resolved the issue.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant low results for 1 patient tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. The customer received abnormal low signal alarms and found a leak under and in front of the e801 analyzer. The leak was contained and stopped and the assay was disabled on the analyzer. The results from the e801 analyzer were reported outside of the laboratory where they were questioned. The samples were repeated on an e402 analyzer and corrected reports were issued. The initial 2-hour result from the e801 analyzer was < 6 pg/ml with a data flag. The 2-hour sample was repeated on the e402 analyzer and the result was 12 pg/ml. The initial 4-hour result from the e801 analyzer was < 6 pg/ml with a data flag. The 4-hour sample was repeated on the e402 analyzer and the result was 14 pg/ml.